Manufacturer narrative:
(B)(4).. To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported they experienced an unstable temperature failure during the rf ablation procedure. They turned off the whole system for 15 minutes to cool down. After turning it on again there was still no change. The case was then postponed to another day. There was no injury to the patient.